Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and verified the insert has a bend in the lamination stack. Insert has water and vibration. The temperature is 92.5 meets spec. Taken with a digital thermometer. I.d. # (B)(4) due date: (B)(6) 2018.

Event description:
While using a 30k fsi-sli-10s insert, the stacks were separating making them hot; no injury resulted.